Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had changed out the battery on the insulin pump and had gone through 5 batteries. The insulin pump was giving the customer a blank display. Customer's blood glucose level was 120 mg/dl at the time of the incident. Customer stated that there is no physical damage on the pump. Customer attempted to use (B)(6) and (B)(6) batteries. Customer stated that the display did not return after inserting new batteries. Customer does not have alcohol to clean the battery cap. Customer confirmed that the pump counted up to 6 and then went blank. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. Customer changed the battery using a aaa (B)(6) and everything has been working accordingly. Customer was advised to monitor the pump. No further assistance needed.